Event description:
It was reported that the ventilator generated a technical error code indicating a safety valve opened. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator generated technical errors indicating communication error and expiratory flow meter error. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were attached on (B)(6) 2022. During evaluation of received log files technical error, which indicates that safety valve is detected as open without fulfilled opening conditions has been found. The issue was decided to be reported as the technical error may lead to stop of ventilation. According to the information provided by the technician, the printed circuit expiratory channel board and printed circuit monitoring board were detected as faulty and replaced. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.